Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 300 mg/dl. Troubleshooting was performed. It was reported that the date and time on the insulin pump were incorrect. It was stated that the customer was disconnected from the device while she was in the hospital because her blood glucose was dropping. The son stated that when the customer delivered 2 units, the device continued to deliver more insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.